Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician advanced a 38mm x 3.50mm ion stent delivery system to the unspecified lesion, however it was unable to cross. It was noticed that the stent was damaged. The procedure was completed with a different device. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).